Event description:
The reporter stated that the customer experienced overinfusion during pt infusion. It was reported that the infusion was complete in 15 minutes instead of 24 hours. The drug being infused was desferrioxamine. It was noted that the pt experienced subcutaneous edema and pain at injection site. No medical intervention was needed. Info was not available on the device set-up.